Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered a detached flat connection wire; and after reinstalling the flat connection wire, the fault disappeared. Additional information has been requested regarding this event. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer returned an olympus asset and reported the indicators on the front panel did not light up on the visera elite xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
H4: correct device manufacturer date has been provided. This report is being supplemented to provide additional information, based on the legal manufacturer's investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 9 years, since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the flat connection wire/cable could not be identified. However, it¿s likely, the cause is related to an accidental failure, or a failure caused by handling (excessive force to the device/impact). The event can be detected/prevented by following, the instructions for use which state: [important information: please read before use]: do not apply excessive force to the light source and/or other instruments connected. Otherwise, damage and/or malfunction can occur. Olympus will continue to monitor field performance for this device.